Event description:
The patient had a medtronic synchromed ii programmable pump for it narcotic infusion placed on (B)(6) 2015. The patient reported a sudden increase in chronic pain in (B)(6) 2016. The patient was scheduled to have a new pump implanted on (B)(6) 2016. During the procedure, the physician noted that the pump was connected to the old spinal catheter, which did not effectively connect to the new it pump.